Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
Facility contact reported that one of their patients stated that his head felt "full", "big" and "funny" following injections in his PICC line. Contact stated that a repeat chest x-ray was done and the catheter was said to still be in position. On (B)(6) 2015, the patient was reportedly at his physician's office and all but arrested following a flush. On (B)(6) 2015 - facility reported uneventful PICC placement on (B)(6) 2015 in r basilic vein for chemotherapy administration. Post insertion chest x-ray confirmed PICC tip mid svc. Patient complained of fullness two days in a row during administration of benadryl in physician's office which resolved without intervention. Physician's office contacted facility and PICC team recommended repeat chest x-ray. Chest x-ray was unremarkable. No change in position from initial placement. On (B)(6) 2015, PICC flushed with normal saline and patient lost consciousness. Patient was transported to hospital and admitted for three days. Patient reportedly exhibited symptoms of full body stroke. PICC was removed. Facility is unable to determine a root cause of the reported event. CT scan of the head was unremarkable. Patient was discharged home with slight limp and scheduled for PICC placement to continue treatment on (B)(6) 2015. Facility reported that when PICC was successfully used without symptoms in the hospital. On (B)(6) 2015 - successful right sided PICC placement. No complications reported.